Manufacturer narrative:
This serves as a correction report. Suspect medical device incorrectly identified the meter as medisense optium in the initial MDR 30 day report. Suspect medical device has been updated to identify the meter as a precision xtra.

Manufacturer narrative:
This serves as a correction report. Listed the incorrect PMA/510(k) # as k040814 in the initial MDR 30 day report. Has been updated to identify the PMA/510(k) # as k983504.

Manufacturer narrative:
The device manufacturer date for the reported meter is unknown. The returned meter was investigated with retained test strips. Meter did not power on with button depressed or with test strip insertion. Blank screen was observed. Liquid contamination was observed on the printed circuit board. The complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The device manufacturer date for the reported meter is not valid. The serial number does not exist. The date entered is the date abbott diabetes care became aware of the event. Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This report is being filed as a correction.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.